Manufacturer narrative:
Device evaluation: the system was evaluated by a field service engineer and could not duplicate the issue that was reported by customer however, proactively replaced the acpc module and j1 hv connector, tested all ok. Performed the field service checklist. System meets specifications. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that there was a laser communications lost during treatment reticule low. The treatment was completed with no injury. During service visit field service engineer found evidence of charring on the power cable and receptacle.